Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was not correctly identifying capture due to an anomaly with the autocapture algorithm. Technical support was contacted and suggested reprogramming to resolve the event. No intervention has been performed at this time, and the patient was stable with no consequences.